Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited abnormally low pacing impedance measurements, as well as high pacing threshold measurements. Despite repositioning the lead several times, these issues could not be resolved. It was suspected that the tip of the lead was blocked. This lead was removed and a new non-boston scientific model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted a bend in the lead body at approximately 570 mm from the terminal pin and dried body fluid and tissue in the helix housing. A stylet was inserted into the lead lumen without resistance, confirming no blockage within the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the low pacing impedance and high pacing threshold measurements that were observed during the implant procedure.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited abnormally low pacing impedance measurements, as well as high pacing threshold measurements. Despite repositioning the lead several times, these issues could not be resolved. It was suspected that the tip of the lead was blocked. This lead was removed and a new non-boston scientific model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead is expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.